Manufacturer narrative:
Per the customer supplied qc charts, both levels of (B)(6) qc were within the established ranges prior to and after the event. The customer is sending the sample to bci for additional testing. The sample has not been received to date. There is no indication that a service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to reproducible (B)(6) results generated by unicel dxi 800 access immunoassay analyzer for one patient. Subsequent testing by an alternate methodology produced a discordant (B)(6) result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.